Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of a minicap transfer set ¿kept turning¿. This was observed during preparation for peritoneal dialysis therapy. It was further reported that the white twist clamp came off from the light blue piece (main body). The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.